Event description:
It was reported that during the implant procedure that the right atrial (ra) lead was failing to sense, high capture threshold resulting in failure to capture, and low in-range pacing impedance. The ra lead was not used and the physician elected to complete procedure with a different ra lead. The patient status was not reported.